Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3:-other: as the device was discarded on site, a further investigation of the device cannot be conducted. H6 investigation findings c19 is related to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Engineering investigation: the primary reported complaint, related to the device becoming loose from the delivery system, could not be independently confirmed because there were no items returned for evaluation. As reported, extra resistance was observed when the device was moved back into the introducer sheath during back-and-forth advancement attempts; the endoprosthesis then became loose from the delivery system. Per the device instructions for use (IFU), withdrawing the device back into the introducer sheath can cause dislocation and/or dislodgement to the endoprosthesis. Therefore, the cause of the primary reported complaint is consistent with the reasonably foreseeable misuse of the user attempting to withdraw a fully introduced device back through the introducer sheath. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: "do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath." Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aortic aneurysm repair with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) and a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that a 10 fr introducer sheath inside a 16 fr aptus steerable sheath was used. To reach the lesion the vbx was moved back and forth through the 10 fr sheath. An extra resistance was observed when moving the vbx back into the 10 fr sheath, at the tip of the 10 fr sheath. It was reported that during advancement, before reaching the target vessel, the vbx endoprosthesis got loose from the delivery system inside the 16 fr introducer sheath. The device was picked up with a snare inside the introducer sheath and successfully removed from the patient before completing the procedure. Unfortunately, it was discarded on site. Reportedly in the same procedure a vsx endoprosthesis did not deploy completely in the renal artery. When pulling the deployment line, the vsx moved at one point, instead of deploying. It was successfully removed from the patient before completing the procedure. There was no report of patient harm. Another device was implanted successfully with no complications. The physician considered the procedure as a standard branched endovascular aortic aneurysm repair (bevar) case.